Event description:
Procedure type: hernia. According to the reporter: the scrub nurse loaded the device in the instrument and the needle would not stay in the jaws of the instrument, it was dislodging. The customer took a second instrument and everything worked fine. No ill effect to the patient. The needle disengaged into cavity but was retrieved.

Manufacturer narrative:
(B)(4).